Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer reported that they received a battery out limit alarm. The customer stated that they found no delivery alarm and bad battery alarm in the alarm history. The customer's blood glucose was unknown at the time of incident. The customer stated that the battery out limit alarm occurred during normal use. The customer stated that the blank display was a past event. The insulin pump will not be returned for analysis.